Event description:
End-user reported moist, weepy skin with clear drainage next to their stoma and extending out 1/2 - 1 inch beyond wafer's border. End-user also stated that the area does not itch. The product was in use for two (2) weeks.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. End-user stated they use stomahesive powder and paste. An investigation was conducted on 12/04/22013 based on the batch record review for the lot number identified within this case, and results show that the record review found no objective evidence of deviations, non conformances or discrepancies related to the complaint issue reported. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. Skin discomfort complaint issues were investigated based on the following requirements: an assessment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/ or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected. (B)(4).